Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 648 mg/dl. It was stated that the customer only gives himself insulin for his meals, and he did not treat when he was experiencing high blood glucose levels. Troubleshooting was performed, and found that the customer's 3 am basal rate was set to 0.0. Further troubleshooting was not possible as there was no infusion set or reservoir in the insulin pump. The caller stated that she would be calling back to complete the troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.